Event description:
It was reported the patient had a problem with their programmer and it hadn¿t worked properly for a couple months. It was noted the batteries were changed in the programmer and the decrease button did not work on the programmer. It was stated they were not able to adjust stimulation. Reportedly, the patient had a return of symptoms a couple months ago and that was the reason they were trying to use the programmer. It was noted when they patient used the programmer they got a shock and jolt because the amplitude was high and the minus button did not work on the programmer. It was stated the other day the patient changed to a different program and the patient had a jolt. It was noted the patient had a loss of therapeutic effect. It was stated the patient was concerned the battery level was not going down after three months on their patient programmer. It was noted the patient had a jolt from their implantable neurostimulator (ins) when they changed programs.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v794133, implanted: (B)(6) 2011, product type: lead.